Event description:
The reporter stated the surgeon inserted an qa2010v silicone three piece lens but the trailing heptic tore off. The incision was enlarged to remove the lens but sutures were not required. The reporter stated it was unknown as to why the haptic tore off.